Event description:
Boston scientific received information that one day post-implant, the threshold measurement on the right ventricular (rv) lead had increased. As a result, this pacemaker dependent patient was only receiving left ventricular therapy due to the programmed output. It was indicated there was no asystole greater than two seconds as adequate therapy was being provided by the left ventricular lead. The patient was sent back to the operating room and the lead was tested through the pacing system analyzer. All measurements were appropriate. The lead was reconnected to the device and all measurements remained appropriate. It was suspected the threshold issue was position dependent. The patient was asked to sit on the operating table and the threshold measurement increased and there was no pacing. The physician decided not to reposition the lead and wait for the lead to stabilize. The output was reprogrammed to ensure pacing would be delivered. The threshold measurements did decrease and stabilize. The output was reprogrammed appropriately. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.